Manufacturer narrative:
(B)(6). Method: the complaint (B)(4) neopuff infant resuscitator was returned to fph service center in (B)(6) where it was inspected by a trained fph service engineer. The manometer of the complaint neopuff was subsequently returned to fph (B)(6) for further investigation. Our analysis is accordingly based on the service information provided by fph service engineer, and results of investigation at fph new zealand. Results: the fph service engineer reported that the upper and the lower end caps were damaged. No physical damage was observed to the returned manometer. It was fitted into a known good valve system, and tested based on the neopuff technical manual. The manometer passed the test specified in the technical manual. Conclusion:the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. It should be noted that the subject neopuff unit was 11 years old at the time of the reported malfunction. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff unit was repaired and returned to the medical center after passing the performance tests specified on the neopuff technical manual.

Event description:
A medical center in (B)(6) reported that an rd900 neopuff infant resuscitator was displaying high pressure and its needle moved inconsistently. This was observed during their preventive maintenance check. The medical center requested to service the subject neopuff unit.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rd900 neopuff infant resuscitator from the medical center for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation

Event description:
A medical center in (B)(6) reported that an rd900 neopuff infant resuscitator was displaying high pressure and its needle moved inconsistently. This was observed during their preventive maintenance check. The medical center requested to service the subject neopuff unit.